Manufacturer narrative:
The returned device was throughly evaluated and found to be functioning as expected. No malfunction or product condition was detected that would have caused interrupted or restricted insulin flow and contributed to the patient's high blood glucose. Qualification record for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating for hyperglycemia, it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance and drink 8 ounces of water every 30 minutes until blood glucose is within bg goal."

Event description:
Patient's mother called to report that her daughter was in the hospital for two days due to hyperglycemia. She said her daughter was getting married and she was not sure whether it was the device that caused the event or all the activity. The patient called back to report the following history. On (B)(6) 2009 at 10:53 an, her blood glucose measured 274 mg/dl, so she administered a 3:45 unit bolus dose of insulin. The next reported results are 263 mg/dl at 9:08 pm (2.80 units of insulin administered), but at 10:38 pm it remained elevated at 290 mg/dl (3.45 unit insulin bolus).